Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter displayed an "error 2" and "error 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012. The patient manages her diabetes with oral medication (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. The day after the alleged issue, the patient claims she felt symptoms of dry mouth and had "no energy." The patient denied receiving treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter and the correct test strips were being used for testing. The cca tried to walk the patient through a retest to resolve the alleged issues. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issues and reportedly developed symptoms suggestive of a serious injury after the alleged meter issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k061118.